Event description:
It was reported that "it was difficult to deflate the balloon after thrombectomy during use." There were no patient complications reported.

Manufacturer narrative:
One fogarty catheter with attached bd 1 ml syringe was returned for evaluation. As received, the catheter body was found to be kinked at the distal side of the y-fitting. The balloon inflated clear and concentric when inflated with 0.4 cc air. There is no deflation specification using air as the inflation media. The balloon was inflated again using 0.15 cc water and the balloon inflated clear and concentric and did not leak. Balloon deflation was then achieved in 10 seconds by pulling back on the syringe plunger. The specification for balloon deflation is 15 seconds while pulling back on the syringe plunger. The through lumen was patent without any leakage or occlusion. No visible damage to the balloon latex, balloon windings or returned syringe was observed. Balloon testing was performed with the returned syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eye. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of deflation difficulty was not confirmed during the evaluation. There was no evidence of a manufacturing nonconformance. It is unknown if procedural factors or device handling may have contributed to the event reported. No further actions will be taken at this time.